Event description:
It has been reported that the AED did not pass the self diagnostic check.

Manufacturer narrative:
Updating become aware date as new information received shows the become aware date was earlier than previously reported.

Manufacturer narrative:
Updating become aware date as new information received shows the become aware date was earlier than previously reported.